Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation observed the reported "depressed battery contacts" during a visual inspection as two depressed battery pins providing an intermittent direct current (dc) power. The device was found out of specification in relation to the reported "depressed battery contacts". The reported condition of depressed battery contacts was verified and found to be caused by a failed back flex. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.